Event description:
Correction: the suspected medical device was ba400 abutment 12mm (model # 93336), not ba400 abutment 14mm (model # 93337) as previously reported. Per the clinic, the patient experienced multiple skin necrosis. Subsequently, the patient was treated with topical and injectable medications (type, date and duration not reported), topical antibiotics (date and duration not reported) and injectable steroids (date and duration not reportable). The patient was also underwent multiple skin revisions (date not reported).

Event description:
Per the clinic, the patient developed an infection at the abutment site. Additional information has been requested but has not been made available as of the date of this report.